Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery remaining in this device has decreased from 56% in august down to 15% at the last follow-up. Technical services requested to review a memory download. Currently, the latitude communicator is giving a "not connected" message. The patient had unplugged the communicator but has since plugged it back in. The device has been explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding device analysis. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.